Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare could not remove a polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Block h6: imdrf device code a050701 captures the reportable event of snare could not remove a polyp.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the snare could not remove a polyp. The procedure was completed with another captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050701 captures the reportable event of snare could not remove a polyp. Block h11: a captivator ii-15mm round stiff snare was received for analysis. Visual inspection of the returned device revealed no damages. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend properly without any problem. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since it was determined that the device did not have any visual and functional problems. Also, the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.